Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer was hospitalized for a high blood glucose level. The patient's glucose level was not recorded. The customer stated that they lost their pump and has been off of pump therapy for two weeks. The customer was sent a loner pump. No further information was provided.